Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl and a high ketone level. Reportedly, the control-iq algorithm decreased the pump¿s basal rate in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Cgm reading values were not provided. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, sodium chloride, and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.